Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a chest drainage unit. Customer states the chest drain had been on suction and the suction was discontinued. Cap for vacuum port and had been discarded. Staff looking after patient spigotted and taped over vacuum port in an effort to minimize infection risks. They were unaware that occlusion of this port would prevent drainage of air from the chest drain bottle and that the cap supplied with the bottle does not fully occlude the port. Twenty four hours later patient suddenly developed a tension pneumothorax. On review, port occlusion noted, removed and pneumothorax drained. No permanent harm resulted.